Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported symptoms are resolved and caused no permanent damage.

Event description:
Healthcare professional reported injecting a patient in the t1 with 0.5 ml and in the c1 with .0.5 ml of juvéderm® voluma¿ with lidocaine, in the ck3, lip and ¿nl1+2+3¿ each with .5 ml of juvéderm® volift¿ with lidocaine, in the ck3 with 0.5 ml of juvéderm® volbella¿ with lidocaine and in the c2 with .3 ml of juvéderm® volux¿. Patient was also injected with 0.25 ml in the zygomatic arch, 0.5ml in the infra zygomatic and 0.5ml in the jaw line with harmonyca. The following day, patient had little edema and no hematoma. About two months post injection, patient was injected with a non-allergan lip filler by another hcp. Five days later, patient experienced edema in the periorbital region and in the chin. A week and a half post injection, patient was diagnosed with ¿persistent intermittent delayed swelling¿ and was prescribed predsim 40 mg for 3 days, then 30 mg for three more days and then 20 mg for three more days. Patient underwent an usg which found microdeposits of hyaluronic acid; compatible with the treatment carried out as collections suggestive of infection. Patient was later evaluated and at which they reported had their oral mucosa perforated when injected in the lips with non-allergan filler, deemed not related to the device. Hcp noted ¿persistent intermittent delayed swelling" in the periorbital region and chin, triggered by a bacterial infection (deemed not related to the device) caused by perforation of the oral mucosa. Clavulin bd 875 was prescribed along with predsim for another 15 days, decreasing the dose: 40mg ¿ 5 days / 30 mg 5 days and 20 mg 5 days. This is the same event and the same patient reported under MDR ID# 3005113652-2023-00105 (allergan complaint #pr (B)(4), MDR ID# 3005113652-2023-00106 (allergan complaint #pr (B)(4), MDR ID# 3005113652-2023-00107 (allergan complaint #pr (B)(4) MDR ID# 3005113652-2023-00117 (allergan complaint #pr (B)(4). This MDR is being submitted for the suspect product, juvéderm® volux¿.

Manufacturer narrative:
Concomitant therapies: harmonyca¿ with lidocaine, juvéderm® volbella¿ with lidocaine. Type of investigation code: b15, b18, b20. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe has been discarded. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of bacterial infection, deemed not device related is considered an unexpected adverse drug experience.